Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device for periodic maintenance and found in the device diagnostic report (drpt) that a backup alarm failed alarm had been logged. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the backup alarm failure. Following the replacement of the cpu pcba, the asp completed a comprehensive inspection, cleaning, running test, and function test. No other abnormalities were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Neither the occurrence nor the error code for the backup alarm failed alarm could be duplicated at the pil. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. The secondary speaker (ls1) resistance has been measured showing a solid 389.5k ohms, verifying that ls1 is not shorted or open. The pil tech verified that ls1 functions as expected with 10vdc applied. The pil tech purposely generated an alarm condition by the temporary install of a known out of specification primary speaker to induce an alarm with the cpu pcba. The device alarmed as expected during this intentional fault condition. The results of the testing of this cpu have resulted in no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.